Manufacturer narrative:
Used. List # unknown, tego were returned for evaluation. As received, the following conditions were observed: 2 samples have a torn / damage seal, and a seal collapsed. Complaint can be confirmed. The probable cause of no flow / can't prime is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. A device history lot review could not be conducted because no lot number(s) was/were identified. Corrective actions are in process. D4: unknown UDI due to no list or lot number provided by the customer.

Event description:
The event involved an unspecified tego connector where it was reported the tego connectors are obstructed and as a result of that, no dialyses treatment could be done. Once the tego was removed, dialyses treatment could be done, so customer concludes the obstruction is caused by the tego connector. No defects, tears, or cuts noted on the product before use. The tego was changed. There was patient involvement. No patient harm. Eight devices were returned for investigation. Two out of the eight devices were observed to have a torn seal. This report captures the two defective devices with a torn seal.